Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella 5.5 with smart assist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 72-year-old male on impella 5.5 for mechanical circulatory support. It was reported that the patient was heparin-induced thrombocytopenia (hit) positive while on impella 5.5 support. The doctor decided to run argatroban in the purge despite abiomed recommendations. Additionally, the staff was running tissue plasminogen activator (tpa) through the purge system, and purge pressure as well as purge flow issues had resolved.